Manufacturer narrative:
Clinical evaluation: patient states complications include anti-phospholipid syndrome, lupus anticoagulation and possible lymphoma related to mesh implant. A review of the patient's past medical history revealed lupus diagnosed (B)(6) 2014, prior to hernia repair in (B)(6) 2014. An exacerbation of this pre-existing condition may be the result of the physical and emotional stress from the surgery itself but is not a result of a device malfunction. Physician confirmed full disclosure of risks associated with operative plan prior to obtaining informed consent from patient. The instructions for use state that "adverse reactions may occur with the use of any surgical mesh include inflammation, infection and mechanical disruption of the tissue." A wound infection was suspected one month post hernia repair which was treated with antibiotics without wound cultures to confirm. Any surgery that causes a break in the skin can lead to an infection. Microorganisms can infect a surgical wound through various forms of contact, such as from the touch of a contaminated caregiver or surgical instrument, through microorganisms in the air, or through microorganisms that are already on or in your body and then spread into the wound. Other risks for surgical site infections (ssi) include the patient who is compromised by illness, elderly and/or overweight patients, weakened immune systems and diabetes. Most ssis can be treated successfully with antibiotic medications. Sometimes additional surgery or procedures may be required to treat the ssi. Concern related to computerized tomography for unrelated cause revealed abnormality that was suspected to be lymphoma but was determined otherwise.

Manufacturer narrative:
A review of all lot history and sterilization records was conducted. All in-process specifications and release criteria were met, including weld strength. Ball burst, suture retention (course and wale directions), and fourier transform infrared spectroscopy testing was conducted on the polypropylene mesh material used for the onlay at incoming and all acceptance criteria was also met. Sterilization records were reviewed and this lot met all sterilization criteria at the time of release. Clinical evaluation: any surgery that causes a break in the skin can lead to an infection. Microorganisms can infect a surgical wound through various forms of contact, such as from the touch of a contaminated caregiver or surgical instrument, through microorganisms in the air, or through microorganisms that are already on or in your body and then spread into the wound. Any surgical site infection (ssi) may cause redness, delayed healing, fever, pain, tenderness, warmth, or swelling. The instructions for use precaution against handling of the mesh without clean sterile gloves and instruments. It states in adverse reactions, "complications that may occur with the use of any surgical mesh include, but are not limited to, inflammation, infection, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material, possible adhesions when placed in direct contact with the viscera (intestines) and organs. Other risks for ssis includes the patient who is compromised by illness, elderly and/or overweight patients, weakened immune systems and diabetes. Most ssis can be treated successfully with antibiotic medications. Sometimes additional surgery or procedures may be required to treat the ssi. Surgical standards include the use of sterile technique.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event.

Event description:
Mesh implanted for inguinal hernia. Infection reported and treated successfully.